Event description:
It was reported that the mobile monitoring application was not displaying device longevity. Reviewed most recent transmission. Noted that longevity status is green and showing eight months remaining. Indicated that longevity calculations from a device standpoint appears normal. Must be a communication issue between network and the application. A ticket was submitted and found it was linked to an undergoing issue. The mobile monitoring application remains in use. It was reported that the cardiac resynchronization therapy defibrillator (crt-d) interrogation report displayed a gray battery longevity status bar with question marks. Troubleshooting steps were performed via the mobile monitoring application uninstalled and re-installed however, the battery longevity status bar remained unavailable, not updating. A review of the battery longevity status bar issue was performed and revealed that this is an on-going incident and resolution is in-progress. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile monitoring application was not displaying device longevity. Reviewed most recent transmission. Noted that longevity status is green and showing eight months remaining. Indicated that longevity calculations from a device standpoint appears normal. Must be a communication issue between network and the application. The mobile monitoring application remains in use. It was reported that the cardiac resynchronization therapy defibrillator (crt-d) interrogation report displayed a gray battery longevity status bar with question marks. Troubleshooting steps were performed via the mobile monitoring application uninstalled and re-installed however, the battery longevity status bar remained unavailable, not updating. A review of the battery longevity status bar issue was performed and revealed that this is an on-going incident and resolution is in-progress. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 310c33 tissue valve implanted: (B)(6) 2010 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile monitoring application was not displaying device longevity. Reviewed most recent transmission. Noted that longevity status is green and showing eight months remaining. Indicated that longevity calculations from a device standpoint appears normal. Must be a communication issue between network and the application. A ticket was submitted and found it was linked to an undergoing issue. The mobile monitoring application remains in use. It was reported that the cardiac resynchronization therapy defibrillator (crt-d) interrogation report displayed a gray battery longevity status bar with question marks. Troubleshooting steps were performed via the mobile monitoring application uninstalled and re-installed however, the battery longevity status bar remained unavailable, not updating. A review of the battery longevity status bar issue was performed and revealed that this is an on-going incident and resolution is in-progress. It was also reported that the device longevity is decreasing at above average rate and patient would like to monitor that. Patient having lots of anxiety over device longevity and inability to review it themselves. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5.desc evt problem, h6. Patient codes (ime/annex e), device codes (fdd/annex a), additional codes: img (annex g) component medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.